Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2013, 4 years 3 months after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), vaginal discharge ("discharges nos") and premature menopause ("early menopause"). The patient was treated with surgery (hysterectomy with adnexectomy and salpingectomy were performed in 2013). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, asthenia, vaginal discharge and premature menopause outcome was unknown. The reporter provided no causality assessment for abdominal pain, asthenia, premature menopause and vaginal discharge with essure. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2013, 4 years 3 months after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), vaginal discharge ("discharges nos") and premature menopause ("early menopause"). The patient was treated with surgery (hysterectomy with adnexectomy and salpingectomy were performed in 2013). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, asthenia, vaginal discharge and premature menopause outcome was unknown. The reporter provided no causality assessment for abdominal pain, asthenia, premature menopause and vaginal discharge with essure. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.